Event description:
Baxter (B)(4) received a report of an infusor that leaked into the casing. The device was filled with desferrioxamine. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no signs of physical abnormality. A functional leak test revealed leakage at the volume indicator and port. The root cause was determined to be a manufacturing defect; the welding area of the volume indicator and port did not have seal integrity. Corrective action was taken to mitigate leaking in the volume indicator and port included new manufacturing equipment. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue was investigated through corrective and preventative action (CAPA).